Event description:
The user facility reported that during a therapeutic ercp (endoscopic retrograde cholangiopancreatography), the forceps elevator was not properly closing and damaged the endotherapy devices the users inserted into the endoscope. The users withdrew the damaged endotherapy devices and utilized a different, but similar device to complete the procedure. The users reported no patient injury. The user facility noted that the forceps elevator felt stiff during testing, prior to use, but the users elected to utilize the device for the procedure.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation did not confirm the user's report of the elevator not closing properly. The unit was subjected to extended testing and no anomalies were detected. The unit has subsequently passed standard tests and procedures, and been returned to the facility. The cause of the reported phenomenon cannot be conclusively identified. This report is being submitted as a medical device report in an abundance of caution.